Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The set up joint (suj) was analyzed by fa and the reported error 23087 could not reproduce on an in house system. However, the error/fault was confirmed via field logs. The suj was tested on the patient side cart (psc) fixture test platform (pftp) and passed all tests. The constant force spring (cfs) will be rebuilt to address the confirmed error. The complaint regarding repeated recoverable faults was confirmed based on the failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the inner proximal set up joint (suj) on the universal surgical manipulator (usm). The system was tested and verified as ready for use. The similar issue was noted in the previous procedure (patient identifier # (B)(6)). Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). However, analysis is not yet completed. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Follow-up MDR will be submitted with analysis findings.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the customer encountered errors on universal surgical manipulator (usm) 3. The procedure was completed with three system usms. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was a hysterectomy, and it was completed with three system arms. There was a procedure delay of 38 minutes. There was no harm to the patient.